Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had cerebrospinal fluid leakage and headache. The patient was given a blood patch and is currently doing much better.